Manufacturer narrative:
The imaging provided to intrinsic was performed at 8 month follow up and shows the mesh had migrated out of the disc space. The barricaid implant was partially removed to make room for the tlif during the surgical intervention. The removed components were sent to a 3rd party laboratory for analysis, and those results have not been communicated to intrinsic at the date of this report. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The surgeon reported to intrinsic that a fusion (tlif) was performed on this patient 3.8 years (estimated) after implantation. The patient reported symptomatic back pain at 8 months post operation and within 3 months of that report the symptoms were intermittent, and the patient decided to wait it out to see if it improved.